Event description:
It was reported that the patient presented for a generator change procedure. Prior to the procedure, it was noted that the right atrial (ra) lead exhibited high capture threshold which resulted in failure to capture. The ra lead was capped and replaced on (B)(6) 2025. There were no patient consequences.